Manufacturer narrative:
G1: mr. (B)(6). G2: company representative. G3: 22-apr-2021. Manufacturer narrative: h10: it was reported that the patient presented with pain, resorption observed on x-ray and the device was explanted. Radiographic image indicated the device may have been positioned too far anterior; however, no immediate post-op images were available. Undated radiographs, possibly taken at 80 months post-op, indicate radiolucency, posterior to c6 and bony resorption, anterior to c6 and c7. There was no evidence of collapse, and slight movement in flexion/extension was apparent. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. The implant was not intact as-received. The endplates were separated, and the sheath and core were present, along with the bulk of the fiber attached to both the endplates. It was noted that samples were taken for microbiological culture and histopathologic analysis; however, no laboratory report was provided. In summary, while osteolysis was observed, the cause of this event was unclear. It is not clear if infection was present and may have contributed to the removal of this device. Poor initial positioning and the presence of a fusion above the device may have been contributing factors.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested.

Event description:
It was reported that the m6-c was removed due to pain/discomfort.